Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. This ICD had been programmed to triad configuration. A request was made to have data from this ICD analyzed. Engineering analysis showed individual vector breakdown that the rv to right atrial (ra) coil, and ra coil to can showed shock impedance measurements high out of normal range. The field representative would discuss with the physician the results and whether to program a single coil configuration. Technical services (ts) noted the vector breakdown concludes that the rv lead was likely not fractured. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.